Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Prior to the onset of peritonitis, the patient was hospitalized for an unrelated event. On the second day, while hospitalized, the patient was diagnosed with peritonitis. The treatment included unspecified antibiotics (intraperitoneally, dosage, duration and frequency not reported) for peritonitis. The patient was discharged eleven days after the initial hospitalization. The patient had recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.